Manufacturer narrative:
The customer returned device for investigation. The reported failure on protruding lancets could not be reproduced. However, the lancing device was disassembled for investigation, but no abnormalities could be observed. The investigation did not identify a product problem. The cause of the event could not be determined. Section h4: the year is the only known part of manufacture date. We have defaulted to the first of the year.

Manufacturer narrative:
Occupation is lay user/patient. The reporter's product was requested for investigation.

Event description:
The initial reporter stated they are having issues with a coaguchek xs lancing device. The customer states the lancet protrudes from the end cap of the device. The customer stated the lancet was loaded properly. The customer had difficulty putting the end cap on the device but was able to successfully attach it to the device and the lancet was still protruding.